Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to pain, stiffness, and the knee being in valgus. A ps femur and insert were revised to ts components.

Manufacturer narrative:
Reported event: an event regarding rom and patient factors involving an unknown triathlon femoral component was reported. The event was not confirmed. Method & results: -device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: this inquiry reports the revision of a total knee replacement about 5 months after implantation and manipulation due to stiffness and instability. I cannot confirm that this event took place since I was not able to review any documentary evidence of the procedures such as operation notes and xrays. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of stiffness after surgery are multifactorial including surgical technique factors and patient factors. Causes of instability 5 months after surgery without evidence of trauma is most likely surgical technique related. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: a review of the provided medical records by a clinical consultant indicated: this inquiry reports the revision of a total knee replacement about 5 months after implantation and manipulation due to stiffness and instability. I cannot confirm that this event took place since I was not able to review any documentary evidence of the procedures such as operation notes and xrays. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of stiffness after surgery are multifactorial including surgical technique factors and patient factors. Causes of instability 5 months after surgery without evidence of trauma is most likely surgical technique related. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left knee was revised due to pain, stiffness, and the knee being in valgus. A ps femur and insert were revised to ts components.